Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary event report was received. Medwatch: mw5181223.

Event description:
A voluntary medwatch report states that the implantable cardioverter defibrillator (ICD) exhibited over sensed noise, high pacing impedance and incorrect signal interpretation, resulting in the delivery of inappropriate anti-tachycardia pacing (atp). No intervention was performed, and the ICD remained in service. There were no patient consequences.